Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures and sensitivities performed? If so, please provide the results. Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent debridement, tendon suturing and skin suturing on (B)(6) 2025 and suture was used. The patient visited the outpatient department due to right heel injury caused by knife injury. The examination showed a skin wound of about 6cm, achilles tendon rupture of 1/2, depth of about 0.7-0.8cm, and length of about 2.5cm. The patient underwent surgery and was hospitalized for anti infection and dressing change treatment after surgery. The patient was discharged on the 9th day after surgery; on the 20th day after surgery, the patient found swelling in the wound and a small amount of pus oozing out. On the 21st day after surgery, the patient was readmitted to the hospital for treatment. The doctor removed the suture, cleared the wound again, drained it, and treated it with anti infection therapy. On the 35th day after surgery, the patient's wound improved basically and the pus significantly decreased. Additional information was requested.